Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented for follow-up and the device was found to be in back-up vvi. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.